Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all in one (aio) not powering. A field service engineer (fse) reseated all cables. The aio eventually powered up, and the application loaded successfully with everything functioning normally. The aio went black again, so the unit was replaced. The application came up correctly on the new aio, and all drawers were verified to be working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user stated that while restocking medication, the machine shut down unexpectedly, user stated that sounds were heard from the unit, but the monitor did not power on. The customer performed a reboot and a hard reset and also attempted to power on the monitor using the power button located under the monitor screen, but the monitor remained unresponsive. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.